Event description:
Customer reported a pixel issue on the pump display that affected the ability to interact with the pump and read the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who was informed about using an alternate method for insulin delivery to ensure no interruption.